Manufacturer narrative:
The investigation determined that lower than expected vitros amon results were obtained from a vitros liquid performance verifier control using vitros amon reagent on a vitros 5600 integrated chemistry system. The most likely assignable cause of the higher than expected vitros amon quality control results is an instrument event related to micro slide incubator contamination. Historical vitros amon quality control results indicate acceptable accuracy; however, a within-run amon precision test was outside of ortho guidelines indicating the vitros 5600 integrated system was not performing as intended.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted ortho clinical diagnostics (ortho) global technical support center (tsc) on behalf of a customer. The customer has been observing imprecise amon results obtained when processing quality control fluids on a vitros 5600 integrated chemistry system. Vitros liquid performance verifier ii, lot j6667. Vitros amon results 143.1*, 136.0*, 132.7* umol/l versus expected vitros amon result 182 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer obtained the lower than expected results when processing quality control fluids. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).